Event description:
New information received notes the programming changes was performed, however the reset was not successful. The patient was in the stable condition.

Manufacturer narrative:
Correction: b5 was updated.

Event description:
New information received notes the programming changes was performed, and the patient was in the stable condition.

Manufacturer narrative:
B5, e1 and h6 sections were updated.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker had a diagnostic anomaly. No intervention or patient condition was reported.